Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 will not turn on. Based on troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: 1. Replace motor control board. 2. Replace logic board. 3. Return the module to the factory. Recommended send unit in for warranty repair. Kenneth will send unit in. A review of the device history record showed the device had a manufacture date of 01/17/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device would not turn on. There was no patient involvement.